Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s personal ilet device housing split open, described as ¿clapping open,¿ and the user stabilized it using a plastic case; the device continued to function without alarms or impact to blood glucose. Symptoms included no reported clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included review of user-provided information and case documentation. Investigation of this device revealed a device mechanical integrity issue consistent with enclosure or housing damage while core device functions remained operational. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage consistent with physical stress to the device housing.